Event description:
The customer reported that the monitor turns on and the opening screen and/or color bar starts, but then the monitor freezes. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.